Event description:
It was reported that the patient experienced low blood glucose readings confirmed by fingerstick at 61 mg/dl, with prior values of 54, 53, and 63 mg/dl, and self-treated with oral carbohydrate (approximately 24¿26 grams of juice/glucose), electing to monitor at home as glucose began to rise and symptoms remained mild. Symptoms included hypoglycemia with patient-reported mild manifestations and concern regarding low readings. Outcomes included self-management with oral glucose, no ems activation, and no hospitalization. Investigation included review of the event details and troubleshooting and education with the patient. Investigation of this case revealed no device malfunction reported and the cause of hypoglycemia remained unclear. It was concluded that the event was consistent with hypoglycemia of unclear cause with appropriate user-directed treatment and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.